Event description:
It was reported that the ilet device¿s screen was cracked and the user did not know how the damage occurred, after which images were provided and a replacement was arranged; the device¿s water resistance was considered compromised and the user was advised to maintain backup therapy and sync data before shutdown and return. Symptoms included no reported clinical symptoms. Outcomes included no reported clinical impact and no hospitalization. Investigation included review of user-provided photos and confirmation of functional uncertainty with a plan to replace the device and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly consistent with a cracked screen, with the device considered functionally questionable and no additional component failures identified. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or impact of unknown origin.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.